Event description:
It was reported during a laparoscopic cholecystectomy the 355ld would not arm. Another 355ld was used to complete the case. The instrument was from a fdc16 kit and not saved. There was no consequence to the pt.